Event description:
Technician alleged that the head up function not working. No injury reported.

Manufacturer narrative:
Technician found that the head function does not work manually or under power. Battery led is on. After troubleshooting, the technician determined the problem to be a faulty valve guide tube. Technician replaced the head up valve guide tube and the bed functions properly.